Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the rep was reporting what they felt was rapid drain of the battery. The battery was at 2.89v. The caller also reported a ¿short circuit¿ when looking at the electrode impedances. They reported that therapy impedances provided --- value. The patient¿s therapy was not as helpful since the ins was implanted on (B)(6) 2019. It was stated that the original ins needed to be replaced due to being ¿dead¿. When the rep ran impedances they read: c/0 4976 c/1 5251 c/2 543 c/3 480 0/1 9886 0/2 6310 0/3 5106 1/2 6361 1/3 5443 2/3 578 the second test read: c/0 4944 c/1 5818 c/2 1786 c/3 464 0/1 10.4k 0/2 6877 0/3 5148 1/2 7507 1/3 6007 2/3 1473 they retested again with pressure over the battery and results were similar to the second test. The initial therapy impedance provided a ---- reading. Technical services suggested to rerun the therapy impedances and saw 1709 ohms, 1.8ma. That matched closely with the second impedance test. The patient¿s programming was at 3.0v. They re-ran group impedances in various ranges of motion. Technical services suggested creating a file to determine if the battery drain appeared to be normal or out of range. Technical services didn¿t feel that the battery level looked different based on time from implant and known initial battery drop. Additional information was received from the rep: they stated that they were getting some crazy impedances, and they did a battery replacement maybe 1 month ago. The battery was already down to 2.89v, the impedances showed two possible opens. The caller stated that the patient just had one battery a year. The caller indicated that they were looking for any additional information that was followed up on by the original agent. It was reviewed there was no follow up record and would contact original agent in the call. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the battery drain and out of range impedances wasn't determined and had not been resolved at the current time. The battery was turned off until information from the reports sent to the manufacturer were evaluated. The consumer complained of tingling in their neck, but according to their family this was resolved. The consumer was scheduled to see the physician on (B)(6) 2019. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.